Manufacturer narrative:
H.6 investigation summary: a failure was reported on a bd bactec 9050 (p/n 445800, s/n (B)(6). Customer reported false negative issues on their instrument. Field service engineer (fse) was dispatched ,identified that ups was not working during power outage,instructed the customer to replace the ups this is an unconfirmed failure of a bd product and the root cause due to faulty ups. Device history record review for the instrument nb6250 is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus returned material investigation could not occur. Bd quality will continue to closely monitor for trends associated with this complaint.

Event description:
It was reported that while using the bd bactec¿ 9050 system that there was a false negative. The following information was provided by the initial reporter: the equipment releases a false-positive result before completing the total incubation cycle (42 days), we continue the manual incubation of the blood cultures in a bacteriological chamber and we carry out the weekly control until the end of the cycle. On this day, (B)(6), the equipment released a blood culture as negative and it had been incubated only 7 days ago and I ended up releasing this result by mistake, as the incubation date went unnoticed. How many wrong results were obtained? 01. What confirmatory test was performed to determine the false positive result? The specialist noticed that the result was released early and did not release it to the patient. Have any incorrect results been reported to physicians? Yes. If so, were any patients treated based on erroneous results? No. If so, did the incorrect treatment cause any harm to the patient(s)? N/a. False negative before on 7 days.

Event description:
It was reported that while using the bd bactec¿ 9050 system that there was a false negative. The following information was provided by the initial reporter: the equipment releases a false-positive result before completing the total incubation cycle (42 days), we continue the manual incubation of the blood cultures in a bacteriological chamber and we carry out the weekly control until the end of the cycle. On this day, mar-6th, the equipment released a blood culture as negative and it had been incubated only 7 days ago and I ended up releasing this result by mistake, as the incubation date went unnoticed. How many wrong results were obtained?: 01. What confirmatory test was performed to determine the false positive result?: the specialist noticed that the result was released early and did not release it to the patient. Have any incorrect results been reported to physicians?: yes. If so, were any patients treated based on erroneous results?: no. If so, did the incorrect treatment cause any harm to the patient(s)?: n/a. False negative before on 7 days.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.